Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon was inflated multiple time at 2atm, 4atm, 6atm, 7atm, 8atm and 10atm accordingly within 5-8 seconds. However, at seventh inflation, it was noted that the balloon ruptured. The device was removed by normal method without any problem. The procedure was completed using a different of the same model. There was no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx2.25mm wolverine coronary cutting balloon was used for treatment. During the procedure, the balloon was inflated multiple time at 2atm, 4atm, 6atm, 7atm, 8atm and 10atm accordingly within 5-8 seconds. However, at seventh inflation, it was noted that the balloon ruptured. The device was removed by normal method without any problem. The procedure was completed using a different of the same model. There was no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified a balloon pinhole, 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instruction for use, however, a leak was noted coming from the pinhole at 1mm proximal to the distal markerband. No other device issues were identified during returned product analysis.